Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. Additionally, it was reported that the pump touch screen was unreadable. Reportedly, the screen goes black intermittently. The customer continued to use pump for insulin delivery. Customer's blood glucose was 230 mg/dl.